Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. One decontaminated sample with an unknown lot number was received for evaluation. After a visual inspection the reported condition was not observed in the product. The root cause of the reported condition could not be determined. The process is running according to product specifications meeting quality acceptance criteria. There are no corrective actions deemed necessary at this time. The process is running according to product specifications, meeting quality acceptance criteria and will be monitored for any adverse trends that require immediate attention.

Manufacturer narrative:
Additional information was requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the tip is detached from the base of the short extension.